Event description:
It was reported that the right ventricular lead was explanted due to a patient issue. Further information was requested, but not yet available.

Event description:
Additional information received notes that the lead had dislodged and delivered inappropriate shock.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shock. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.